Event description:
Pt reported experiencing elevated blood glucose since 2004 (25 - 30 mmol/l). Pt stated that, when they changed their infusion site, they discovered that their cannula was kinked. They self-treated by changing the site, and delivering boluses of insulin. Pt's blood glucose remained high throughout the day. They sought treatment at the hospital the following morning (2004, at 5:00am). Pt was admitted to the hospital, and treated with insulin injections. At the time of the report, pt was still in the hospital.